Event description:
Same case as MFR #: 2134265-2012-05709. It was reported that post a stenting treatment procedure, thrombosis and stent fracture occurred. In (B)(6) 2012, a 99% stenosed lesion being treated was located in the distal (rca) and a 80% stenosed lesion was located in the mid proximal rca. The distal lesion was predilated with a 2.5x15mm apex balloon, inflated from 7-10atm for 9-23 seconds. A 2.75x38mm promus element plus stent was deployed in the distal lesion, inflated to 12 atms for 22-25 seconds. A 3.0x12mm promus element plus stent was deployed in the mid proximal lesion overlapping the 2.75x38mm stent, inflated to 12-16 atms for 13-16 seconds. The stents were post dilated using a 3.25x15mm quantum maverick balloon, inflated to 12-21atm for 12-20 seconds. Chest pain, which he had experienced for months, was experienced , but resolved. Angiography revealed excellent stent deployment and good distal timi 3 flow with 0% stenosis remaining. Medications given included: angiomax, nitroglycerin, baby aspirin, and brilinta. The following day, the patient presented with chest pain. Angiography found the rca to be totally occluded and a gap between the 2 stents where they attempted to overlap. The physician attempted to place a 2.5x12mm apex balloon, but the non-bsc guide wire kinked. Multiple inflations, from 14-18atm for 9-12 seconds, were made with a 1.5x8mm apex balloon. Minimal flow was restored. Radiographically, there appeared to be a fractured stent with possible accordioning of the promus element plus stent which was placed previously in the mid-portion and distally there was a clot beyond the distal portion of the stent. Multiple inflations, from 12-16atm for 9-29 seconds, were made with a 2.5x12mm apex balloon. Flow was restored but there was still thrombus distal to the stent. Ivus was performed and a stent fracture was noted in the ''mid portion of this long stent'' which was placed the previous day. A non-bsc aspiration catheter was used. A 2.75x20mm promus element plus stent was placed overlapping the 2 previous stents, inflated to 14-18 atm for 7-15 seconds. Multiple inflations, from 10-16atm for 17-24 seconds, were made with a 3.5x15mm quantum maverick balloon. Ivus was performed. A 3.0x20mm ion stent was deployed, inflated to 12-14atm for 13-32 seconds. Multiple inflations, from 12-18atm for 13-22 seconds, were made with a 3.5x15mm quantum maverick balloon. Angiography showed excellent stent deployment, good distal timi 3 flow. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).